Event description:
It was reported that an ilet was dropped, after which the screen became unresponsive and the device could not be restarted, consistent with a display/control interface failure and inability to power cycle. Symptoms included no adverse clinical effects and no changes in blood glucose. Outcomes included replacement of the device and return of the original for assessment. Investigation included customer troubleshooting and collection of use history and return logistics for device evaluation. Investigation of this device revealed a nonfunctioning user interface consistent with damage from impact, aligning with device display/control component malfunction. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage from accidental drop leading to device malfunction.

Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."